Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece did not have phaco power and it heated up abnormally before surgery. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on june 1, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample did not reveal any visual nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. During the testing, the temperature of the outer shell of the handpiece was measured and was found to meet specifications after one minute of burn in. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).